Manufacturer narrative:
The review of the device history record supports that there were no non-conformances noted for any reason. Evaluation testing supports that the cable functions as expected. No physical damage was found in the visual inspection. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. Invasive procedures involve some patient risks. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. The flotrac sensor was also submitted and the MDR number is 2015691-2016-03140.

Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported, that during use of an ev1000 monitor, the values displayed on the screen were frozen for eight hours. The stroke volume was displayed and the colored targets remained visible, indicating that the values were live data. The patient's vital signs continued to record and monitor and the map (mean arterial pressure) was displayed on the patient's bedside monitor. The customer tried to resolve the issue, however, error message "databox disconnected" was observed and the databox remained connected at all times. An edwards representative was informed of the issue and went to the hospital to try and troubleshoot. When the representative attempted to do an engineering download error message "unable to download data" was observed. There was no allegation of patient injury.